Event description:
Loosening of shell in 2015 following primary implantation in 1999, movement in acetabulum required revision to new shell to correct alignment and anteversion. Replaced with titanium primary shell, 10 degree 36mm liner.

Manufacturer narrative:
An event regarding malposition involving an omnifit shell was reported. The event was not confirmed. Method & results: -device evaluation and results: the explanted device was received in condition consistent with almost 20 years service in vivo. Damage and wear were observed around the rim of the poly, consistent with wear properties of uhmwpe. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: there were no reported discrepancies. -complaint history review: there have been no other events for the referenced lot. Conclusions: the event of malposition could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The device was received in condition consistent with 20 years of in vivo service. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Loosening of shell in 2015 following primary implantation in 1999, movement in acetabulum required revision to new shell to correct alignment and anteversion. Replaced with tritanium primary shell, 10 degree 36mm liner.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.